Event description:
It was reported that during a prostatectomy procedure, the jaws broke. The jaws was found on the floor. A like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.